Event description:
During operative procedure, harmonic ace shears failed to function. The item was removed from service. The surgeon was offered another, and declined. There was no injury to patient. This was a reprocessed item.